Event description:
It was reported the pump had not been working correctly since (B)(6). Per the reporter previously the pump went dry but registered there was 7.6ml left and the patient was having pain. Per the patient¿s family the pump was delivering morphine and one other medication but she could not recall the name of the second one. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n121594, implanted:(B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).